Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip was deployed, but it failed to release from the delivery catheter. The clip eventually separated after manipulating the device. The procedure was completed with this resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip was deployed, but it failed to release from the delivery catheter. The clip eventually separated after manipulating the device. The procedure was completed with this resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.